Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection can not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had the scs system explanted due to infection at the ipg site (date of explant unknown) . Device manufacturer was not notified of the explant or the infection at the time.